Manufacturer narrative:
Zoll medical corporation evaluated the device and did not duplicate the malfunction. There was a tear in the on/off button and it was difficult to turn the device on/off. This could have been what the customer was experiencing; however, it cannot be confirmed without duplicating the malfunction. The device was returned to zoll stock and the customer received a replacement.

Event description:
Complainant alleged that during functional testing, the device failed to power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.